Manufacturer narrative:
All available information was investigated and the reported entrapment of device, premature activation and difficult to open or close could not be replicated in the testing environment as the clip was not returned. The reported material separation and physical resistance could not be confirmed during testing as no issues were noted while turning the arm positioner and the mandrel was not observed broken during testing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance could not be determined in this complaint. The reported entrapment of device was likely an outcome of procedural circumstance/user technique. The reported material separation, difficult to open or close and premature activation were a result of observed broken l-lock tabs. The broken l-lock tab was likely an outcome of procedural circumstance as the clip came in contact with the already deployed clip and this cascaded into prolonged troubleshooting steps. Lastly, the observed deformation due to compressive stress of the actuator mandrel is likely an outcome of procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the entrapment of the device and intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first ntr mitraclip was deployed at a2p2 without issue. The second clip delivery system (cds) was advanced, a and m knob were applied to gain height to advance to the mitral valve. Once the cds crossed the valve, the device needed to be rotated in order to be parallel to the first clip when it was noted the clip was stuck on the deployed clip and was pulling on it. The cds was pushed out in an attempt to gain distance from the deployed clip however the clip was stuck and unable to be moved at all. Troubleshooting was performed per the instructions for use (IFU) however the clip would not move. M knob was taken off to release tension in the cds and it appeared the clip changed orientation and was rotating towards the deployed clip. The clip then seemed to jump free from the deployed clip. An attempt was made to invert the clip however was unsuccessful and the clip remained stuck under the posterior mitral leaflet (pml). All m was removed and an attempt was made to invert the clip again however there was a lot of tension on the arm positioner knob and the clip arms would not respond. It was thought the chordae was wrapped around the clip arms or grippers, not allowing it to move. An attempt was made to rotate the arm positioner again and it was noted the clip had detached from the cds as the mandrel had broken. An attempt was made to deploy the clip; the lock line and gripper lines were removed. A snare device was advanced and the clip was able to be brought closer to the valve however became stuck under the anterior mitral leaflet (aml). The clip then became disconnected from the mandrel and the snare device lost the clip. The clip was lodged under the aml and not able to be moved. The cds was removed and a 11fr sheath was inserted into the steerable guide catheter (sgc) when it was noted column was lost. Aspiration was performed however the patients blood pressure dropped and the patient crashed. Chest compressions were started. While doing compressions, the physician was able to insert a second snare device and grab the lodged clip and bring it back to the ivc. Chest compressions were performed for 40 minutes however the patient was never resuscitated and died. Per the physician, the cause of death is unknown however it is possible an air embolism entered the patient when column was lost the second time. No additional information was provided.